Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired although the trigger was pulled. The device was used between the colon and the rectum. Another battery was inserted into the device in question, but the issue did not improve. The tissue compression scale backlight was illuminated. The anvil was removed from the trocar, a tube was attached to the trocar, and the device was removed from the patient. The anvil in question was not replaced. Another device was used to complete the case. The procedure was not converted. There were no adverse consequences to the patient. The patient's condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 03/09/2022 d4: batch # u5f33a device analysis: the product was returned to ethicon endo-surgery cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with an anvil, cut washer, and staples present. When the battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful, confirming the experience. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event, the damage observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.